Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
The patient underwent cardiac surgery on (B)(6) 2025, including septal myomectomy and an attempted mitral valve repair with an annuloplasty ring. Due to intraoperative failure of the repair, the procedure was converted to mitral valve replacement with implantation of a master series mechanical heart valve (abbott / (B)(6) . The surgical course was characterized by prolonged and cumulative aortic cross-clamp time of approximately 206 minutes, resulting from an extended initial repair attempt followed by re-clamping for valve replacement. Postoperatively, the patient developed severe hemodynamic instability and cardiogenic shock, with biological markers demonstrating extensive myocardial injury (markedly elevated troponin, ck/ck-mb, and bnp values), consistent with a major perioperative myocardial infarction. The clinical evolution was further complicated by acute heart failure requiring prolonged high-dose inotropic and vasopressor support, respiratory failure, septic shock, and multiorgan dysfunction. The patient required multiple surgical reinterventions, renal replacement therapy, prolonged mechanical ventilation with tracheostomy, gastrostomy, and extended intensive care and hospital stays totaling approximately 11 months. Although survival was achieved, the patient sustained irreversible functional impairment with persistent severe morbidity and long-term immobilization at the time of reporting.